Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time, post filter deployment, it was alleged that the filter tilted and its struts perforated into the spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records and images were provided and reviewed. From the images the tilt could not be noted with respect to ivc without contrast but there was 30 degrees of anterior angulation of the cranial component of the filter compared to the basal component. Therefore, based on the image review the investigation is inconclusive for filter tilt and perforation of the ivc. There were no device deficiencies identified within the medical records. Therefore, based on the medical record review, the investigation is inconclusive for the alleged for perforation of the ivc and filter tilt. Therefore, the investigation is inconclusive for the alleged for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: h6 (result), h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time, post filter deployment, it was alleged that the filter tilted and struts perforated into the spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced back pain; however, the current status of the patient is unknown.